Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. The customer declined troubleshooting for high blood glucose. It was unknown if the auto mode was active during the reported event. The customer also reported that there was crack on the insulin pump. Customer stated the insulin pump had cosmetic damage. The device will not be returned for analysis.